Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was not feeling well while at home and was transported to a local hospital. The patient became unresponsive and a fully dilated pupil was observed. The patient expired and the cause of death was reported as a hemorrhagic stroke. The patient's last international normalized ratio was 1.7. The pump will not be explanted, an autopsy will not be performed and device log files will not be made available.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4).according to the information provided, the patient''s family chose to not have the lvad pump explanted for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.